Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was confirmed that the therapy was exhausted. Which was believed to be caused by a medication issue. Currently, this product remains in service and no additional adverse patient effects were reported.